Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis drawer was failing after recovery and locked out the users during the procedure, technicians were able to fix that temporally, but it was failing again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 26-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer had failed and hardware issue. A field service engineer (fse) found that main half-height drawer 2 would not lock due to a faulty left sensor. Fse ordered latch sensor, but the issue persisted after replacement. The drawer intermittently showed open and closed status. Fse identified the damaged slide rails. Upon later verification, drawer 2.1 did not show closed and failed final testing. The open/closed sensor and right slide rail were replaced, and the customer successfully recovered and verified normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pyxis drawer was failing after recovery and locked out the users during the procedure, technicians were able to fix that temporally, but it was failing again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.